Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging an intermittent power issue with the pump. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an intermittent power issue. However, there is no evidence that the device contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: rebooting was observed in the black box. There were no alarms related to the complain in the alarm history. Moisture damage was observed on the battery cap. The battery cap secured to the pump and the pump booted appropriately. The pump was exercised for 24 hours without power loss or alarms. The battery cap was tested and no connection defects were found. A leak test was performed and the display lens was found to be leaking. The pump was opened and no damage was found to the power circuit.